Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator had not reached end of service. It was reported that the pt had recently undergone generator replacement surgery and that intraoperative device diagnostic testing of the new generator connected to the original lead was within normal limits, indicating proper device function at that time. The pt was reportedly doing well approximately two months after generator replacement surgery. Approximately six months after generation replacement surgery, it was reported that the pt continued to do well with the vns therapy and that use of the magnet did abort their smaller seizures, but that they had other medical issues and had gone into status a few times. Further follow-up four months later revealed that the pt was seizing terribly and that it was suspected that the pt's lead was broken. Review of x-rays revealed a probable break in the lead coil wire, as no strain relief loop was present. The pt is nonverbal and cannot communicate whether or not they feel device stimulation. It was reported that the pt wears a helmet because their seizures are so violent, but it is unk whether the pt had suffered any recent injury or trauma that may have damaged the ncp system. The pt underwent vns therapy system replacement. Both the pulse generator and bipolar lead were replaced.